Event description:
It was reported that a large volume multi-rate infusor under infused. The device was programmed for 5 ml per hour for 48 hours. The device infused 40 ml in ten hours. The device was filled with an unspecified amount of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14d056 was manufactured between april 25, 2014 ¿ april 26, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One actual unit was received for evaluation. Visual inspection on the unit revealed no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed and the flow rates were found to be within the specification range. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.